Manufacturer narrative:
The report of reduction in pump speed values and pump stoppage events while connected to the power module was confirmed based on the evaluation of the submitted log file and the returned device. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The severed portion of the driveline was returned, which had a driveline repair site. An additional section of the external driveline, approximately 19 inches long, was also returned, which was severed and replaced during the distal end driveline repair. Examination of the entire driveline found a breach in the red wire insulation approximately 2 inches from the pump housing. The damage appeared to be the result of abrasion due to repetitive flexing of the driveline in this location. As a result, the underlying wire conductors were exposed. The report of pump stoppage events would have occurred as a result of the exposed wires contacting the braided shield and shorting while the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 months. The replaced portion of the driveline and the explanted pump were received for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages had occurred while the lvad system was connected to the power module. Log file review performed by the manufacturer's technical services representative confirmed the pump stoppage events began on (B)(6) 2016. X-ray images submitted for review were found to be unremarkable. It was reported that the patient was symptomatic during the pump stoppage events; however, no specific information regarding the nature of the symptoms was provided. On (B)(6) 2016, technical services performed a driveline repair by replacing the maximum amount of externalized driveline possible. Following the driveline repair further pump stoppages occurred when the patient performed upper body movements while the system was connected to the power module with a grounded patient cable. On (B)(6) 2016, the patient was discharged with an ungrounded patient cable for use with the power module, and subsequently underwent an lvad exchange on (B)(6) 2016.